Manufacturer narrative:
Analysis of the recharger (c0193544) found that there was a broken connector pin in the cable assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had received a replacement recharger which resolved the issue of their implant not working. No further issues were noted or anticipated

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the desktop charger connector pin was broken. It was also reported that the implant stopped working recently of the date of (B)(6) 2017. No patient complications have been reported because of this event.